Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display (dim/fading/color spectrum) issue. The country of occurrence was not communicated at that time. Animas customer technical support made several attempts to follow up with the reporter regarding the country of occurrence; however, the reporter did not respond to these follow up attempts. At the time of this report, the country of occurrence remains unknown. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.